Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100b ventilator unit does not pressurize. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Vyaire field technician visited the customer site and found an issue with the dump valve. He cleaned the contacts, after that the dump valve was working and unit was building up pressure again.